Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board (pmb) was replaced to resolve the reported issue.

Event description:
The hospital reported that there is a "no battery backup" alarm. There was no report of patient injury.